Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "[tibial impactor is showing signs of wear and needs replacing and also patella clamp, the rubber ring if broke in two pieces all bits retrieved. No delays to surgery or harm to patient.]" ¿the product was not returned to depuy synthes, however photos were provided for review. See attachment (untitled). The photo investigation revealed that device 865035, pfc* patellar cementing clamp was broken off. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the device 865035, pfc* patellar cementing clamp would not contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Tibial impactor is showing signs of wear and needs replacing and also patella clamp, the rubber ring is broke in two pieces all bits retrieved. No delays to surgery or harm to patient. Items n/a for return as have been disposed of.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.